Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the lead site with stimulation turned on. The patients stated the pain occurs regardless of amplitude level or which program was used. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his entire scs system was explanted.